Manufacturer narrative:
Created in error; submitted in error; item failed; information moved to mdr01 and re-submitted on 1-24-22.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including power related testing and battery hv pin inspection without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no clear evidence that the device shutdown with battery power. There are occurrences of the device shutting down due to the battery being removed. However, this does not indicate a malfunction with the device. Communication with our territory manager indicated that this is a newer customer, and that further inservices would be provided to ensure they are comfortable with using the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.